Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary fmc-9gb half height cubie drawer 2 displayed as not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height cubie drawer was failed. A field service engineer (fse) found the medstation was in the build room corner facing the wall, making access difficult. Fse moved items to access the back of the auxiliary unit, opened it, and inspected the lights, which appeared correct. Fse partially pulled out the main unit and observed no failures. The fse asked al to log in and access drawers 2.1 and 2.2, as the notes were vague regarding which drawer was failing. Both drawers were accessible and operated without failure. The system functioned as intended after the field service engineer investigated the device.